Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a elevated blood glucose (bg) level of ¿high¿ on cgm. High bg cause was unknown. Elevated bg was addressed with a correction bolus via the pump. The customer was instructed to consult with healthcare provider regarding bg level.